Event description:
The physician reports that a patient presented with altered color perception in both eyes. The lenses were exchanged for a different lens model and the patient's prognosis is excellent. Reference MDR #2031924-2009-00072.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.